Event description:
It was reported that a surgical procedure to explant this artificial urinary sphincter (aus) was not completed due to identification of an urethral lesion. No information was provided regarding the cause of the lesion. No additional patient complications were reported.

Event description:
It was reported that a surgical procedure to explant this artificial urinary sphincter (aus) was not completed due to identification of an urethral lesion. No information was provided regarding the cause of the lesion. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.